Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Manufacturer representative (rep) reported he is with the patient (pt) today and notes the pt is complaining of 'surges' that have occurred starting a year ago. The caller states the pt does not use adaptive stim. Caller states impedance values show >10k ohms for contacts 8,9,10,14 and 15. Asked if caller needed instruction or guidance on programming/resolving the surging and the caller declined. Caller was more concerned about the display of the impedance. Caller expressed confusion on the display of the impedances on the screen with the restore app. Caller wanted to know why there were so many numbers on the left side and it was reviewed that the bold number could be considered 'reference' and the numbers after the colon advise what contact pairs to avoid when using that initial contact. After discussion it didn't seem rep was confused by the readings/impedance info itself, rather just the display. There were no external factors noted to have been contributing to the surging sensations and the high impedances. The cause of the surging and high impedances was not determined. The manufacturer representative was able to program around the high impedances which resolved the issue of the surging.